Event description:
It was reported this was a closure of an unspecified access site using the pre-close technique via an 18fr sheath hole prior to a transcatheter aortic valve replacement interventional procedure. Reportedly, when pushing the lever down to the body, the foot was difficult to close. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.